Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 9 months post implant of this 20mm pulmonary valved conduit in a (B)(6) pediatric patient, the conduit was explanted and replaced with a 27mm bioprosthetic valve due to severe stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.